Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a greater than 6.1 cm in diameter abdominal aortic aneurysm. It was reported that the patient had a focal dissection that was creating two lumens in his distal left iliac, just at or above the left iliac bifurcation. The endurant 13x13x82 limb landed right at the hypo, but it did not shut off flow to the medial aspect of the vessel because the calcium prevented it from apposing the wall of the artery. An 8 mm from another manufacturer stent was deployed to try to push the stent graft over, but not completely successfully. It was reported that the dissection/endoleak did not show on the antegrade run, only on retrograde sheath injections. The physician believes that it will not be an issue, but if it shows up on follow up scan, the ir would coil the left hypogastric artery, and extend into the external iliac with another manufacturer¿s stent. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).